Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint ojr416 junior cannula was received and was visually inspected. Results: visual inspection revealed that the returned cannula was damage at the swivel grip tube joint. Although the tubing was stretched, the metal spring was still intact and attached to the swivel grip. Conclusion: the observed damage was most likely caused by an excessive pulling force. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, a tube tensile strength test is carried out and if the tube breaks before the load of 10 newtons is reached the entire batch is scrapped. Samples are also taken from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the wired tubing on one side of an ojr416 optiflow junior 2 nasal cannula had unravelled. It was confirmed that there was no patient harm.